Manufacturer narrative:
Block b3: exact date unknown, event occurred two years ago.

Event description:
It was reported that the patients ipg was no longer working as intended. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned due to facility.